Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2ht2j); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that, through discussion, the patient mentioned that their urinary stimulation implant was a complete failure and has been removed. Pt said there were 3 total surgeries with the final surgery being to remove the device in 2022. Patient said there was negligence on the part of the doctor and that subsequent follow-ups by them and their primary doctor went unanswered. Pt said it was a terrible experience and they didn't want to talk much about it. Agent offered to transfer the pt to nps but patient just retold their information to the agent. Agent answered all questions and provided education/documentation. Agent also explained patient is not MRI condition as there are fragments from their old leads that were not able to be removed. Agent referred pt to their doctor to discuss scanning options and let pt know doctor or pt can call the company for any future alternative scans and any precautions that may need to be taken.

Event description:
Additional information was received from the patient. They reported that the cause of the implant being a failure was unknown to them and no likely cause was given aside from it being unknown. When asked the steps that were/will be taken towards event resolution the patient indicated that several changes in the therapy programs were made. The patient noted the issue has not been resolved and no further action will be taken. When asked the likely cause of the lead fragments from the explanted urinary stim lead not being able to be removed the patient indicated the likely cause as being fluid retention. When asked the steps that were or will be taken the patient reported that their doctor directed them to their primary physician. The patient reported that it was unknown if the issue was resolved and noted no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ht2j, implanted: (B)(6) 2022; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the devices were removed due to complications.